Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. Sixteen syringes were returned in a large, plastic zip-loc bag identified with a post-it note containing the part number and lot number. A review of the samples has identified no condensation; however, silicone is present. Silicone is used in the production process. The root cause for the presence of a film layer inside these syringes has been found to be a step in the manufacturing process in which silicone is added to facilitate actuation. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. The reported condition could not confirm a manufacturing deficiency. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the device seemed to have a condensation or a film layer inside the syringe.